Manufacturer narrative:
The chronic driveline infection referenced in this section was reported under medwatch MFR. Report # 2916596-2014-01992. (B)(4). Approximate age of device ¿ 1 year and 4 months. The pump was not returned for evaluation, as it remains in use supporting the patient. A root cause for the reported event could not be conclusively determined through this evaluation. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patent who has a known chronic driveline infection, was admitted to the hospital on (B)(6) 2015 for an incision and debridement of the driveline infection. A vacuum-assisted closure was applied. On (B)(6) 2015, the patient was discharged and remains on IV suppressive antibiotics.